Event description:
A report was received that the patient will undergo a lead and ipg revision. Reason for the revision is unknown.

Event description:
A report was received that the patient will undergo a lead and ipg revision. Reason for the revision is unknown.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-50, serial/lot #: (B)(4), description: scs 50cm iii lead.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.